Event description:
Consumer claims that the device was not working properly and giving wrong measurements. Additional narrative: the device is not available for evaluation, thus complaint cannot be confirmed. These devices are designed according to relevant safety standards and passed all compliance tests.